Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to a third party service center for investigation. External examination of the unit found discoloration in upper enclosure. Internal examination found visible foam particles inside the blower kit. No other contamination was observed in the device. The device was powered on and is functional. The device's downloaded event log was reviewed by the third party service center and 2 errors was logged. The manufacturer confirmed the third party service center found evidence of sound abatement foam degradation.